Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the plastic inside the vessel sealer extend tip started melting while being used inside the patient. Small pieces fell off inside the patient however they were recovered before closing the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend instrument was used for about an hour in the procedure while the surgeon was dissecting. The instrument was sealing properly until they noticed pieces falling off of the instrument. The surgeon decided to use the monopolar curved scissors to complete the procedure and no longer needed the vessel sealer extend instrument as he was done with the dissecting part of the surgery. The fragments were all retrieved, and the patient has not returned with any complications. The vessel sealer extend instrument cauterized tissue as it was supposed to.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed by the failure analysis (fa) team. Visual inspection was performed and no thermal damage at the grip tips was observed. No material appeared to be missing. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument passed the jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. No failures were observed during log review.the instrument appeared to have scratch marks/abrasions at the distal tip. No material appeared to be missing. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis (fa) confirmed initial fa. No thermal damage at the tips was observed and the instrument passed all functionality tests. Logs were reviewed, and it was observed that the instrument was installed 1x and passed homing 1x. Qty 160 cut complete. Events were recorded with no errors. E100 logs show qty 151 seal events with no errors. Logs showed some errors that did not seem related to the customer's complaint. The instrument was used for about 57 minutes. Nothing from the logs points to a potential root cause/explanation for the customer complaint.